Manufacturer narrative:
Initial reporter (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: aesthetic reasons. Visual evaluation: visual analysis of the photographs identified; an opening, red particles on the shell, and white biological tissue on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reports "accidental finding during implant replacement for aesthetic reasons. Complete transverse tear semi-circular." This relates to the left device. Device has been explanted.